Manufacturer narrative:
Gfe sent for follow up about corrective actions and initial reporter details. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the health care professional (hcp) asked technical services (ts) to review an atrial tachy response (atr) episode and competitive pacing observed in this cardiac resynchronization therapy defibrillator (crt-d). Ts determined that the device was programmed with a fallback mode of ddir during atr mode switch, which caused atrial pacing and led to functional under sensing of atrial activity. Ts provided reprogramming recommendations to address the issue. This device remains in service. No adverse patient effects were reported.